Event description:
It was reported that the patient was seen for an in-office visit due to a carealert. Interrogation of the implantable cardioverter defibrillator (ICD) revealed the patients right ventricular (rv) lead exhibited an increased sensing integrity counter (sic), noise, rising pacing impedance, and rising thresholds. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.